Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that the actual date of death was not provided in the literature article; this date is based on the date of article publication. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. The device was used for an off label indication. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID: 37601, lot# unknown, product type: implantable neurostimulator. Product ID: 3389, lot# unknown, product type: lead . Product ID: neu_unknown_ext, lot# unknown, product type: extension.

Event description:
Bergfeld, i.o., mantione, m., hoogendoorn, m.l., ruhe, h.g., notten, p., van laarhoven, j., visser, I., figee,m., de kwaasteniet, b.p., horst, f., schene, a.h., van den munckhof,p., beute, g., schuurman, r., denys, d. Deep brain stimulation of the ventral anterior limb of the internal capsule for treatment-resistant depression: a randomized clinical trial. Jama psychiatry. 2016. Doi:10.1001/jamapsychiatry.2016.0152 summary: patients with treatment-resistant depression (trd) do not respond sufficiently to several consecutive treatments for major depressive disorder. Deep brain stimulation (dbs) is a promising treatment for these patients, but presently placebo effects cannot be ruled out. Reported events: a patient with bilateral deep brain stimulation (dbs) of the ventral anterior limb of the internal capsule (valic) for treatment resistant depression (trd), who was classified as a non-responder to the therapy and withdrew from the study protocol during the therapy optimization phase of the study, committed suicide within several weeks of their withdrawal and cessation of dbs. A patient with bilateral dbs of the valic for trd who, was classified as a non-responder to the therapy and withdrew from the study protocol during the therapy optimization phase of the study, died via euthanasia within several weeks of their withdrawal and cessation of dbs. Four patients with bilateral dbs of the valic for trd who were classified as non-responders to the therapy attempted suicide at least once (one patient attempted suicide twice) during the therapy optimization phase of the study. This event was reportedly transient. A patient with bilateral dbs of the valic for trd who was classified as a non-responder to the therapy experienced a transient increase in suicidal ideation requiring hospitalization during the therapy optimization phase of the study. A patient with bilateral dbs of the valic for trd who was classified as a responder to the therapy, but was reportedly a non-responder at the time of the event experienced a transient increase in suicidal ideation requiring hospitalization during the therapy optimization phase of the study. A patient with bilateral dbs of the valic for trd experienced transient suicidal ideation during the sham dbs crossover phase. A patient with bilateral dbs of the valic for trd experienced transient suicidal ideation during the active dbs crossover phase. A patient with bilateral dbs of the valic for trd experienced a surgery related hemorrhage in the supplementary motor area, but the authors noted that they did not experience any lasting functional disabilities. A patient with bilateral dbs of the valic for trd developed extreme nausea during surgery, resulting in termination of the procedure, which was rescheduled and successfully completed two weeks later. The nausea was reportedly temporary but the authors classified this as a serious adverse event because information reasonably suggests the patient required an additional or prolonged hospitalization. A patient with bilateral dbs of the valic for trd experienced transient surgery related postoperative delirium during the optimization phase. A patient with bilateral dbs of the valic for trd provided 5 reports of transient stimulation related hallucinations during the optimization phase. Two patients with bilateral dbs of the valic for trd experienced transient hallucinations of an unknown relation to the dbs system. A patient with bilateral dbs of the valic for trd experienced transient "pseudo hallucinations" of an unknown relation to the dbs system. Five patients with bilateral dbs of the valic for trd provided 8 reports of transient suicidal ideation of an unknown relation to the dbs system. The authors indicated they did not consider this to be a severe adverse event, however, which by their definition meant the event was not life-threatening, did not require hospitalization and did not result in chronic disability. The authors stated all patients were implanted with 37601 activa pc neurostimulators and 3389 leads. It was not possible to ascertain additional specific device information (such as serial numbers) from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
Additional medical review determined that the patient death reported as event #2 in this case was not related to the device or therapy as the cause of death in this case was reported as euthanasia "several weeks" after the dbs therapy was stopped. Supplemental initiated to document this change. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.